Event description:
It was reported that the glass part fell off the tip of the optic. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
The endoscope was returned and evaluated. Engineering evaluation found that the endoscope was received with damage to the distal hermetic seals, resulting in fluid invasion and subsequent major damage to optical components. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.